Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump display was blank. Customer cannot recall their blood glucose reading. Troubleshooting was performed. Customer inserted new (B)(6) battery but the display did not return. Customer was not calling back after receiving battery cap but replacement will be sent. Customer also reported failed battery test but the issue was resolved. Moreover, battery out limit alarmed during normal use. Insulin pump will not be returning for analysis.